Event description:
It was reported that the male external catheter slips off because it was not adhesive enough. Stated that the catheter appeared thinner. Also stated that the customer received the order from byram 30 days ago, but the catheter had an expiration date of 12/20/2016. Per follow up via phone on (B)(6) 2022, it was reported that the situation has not been resolved. Patient confined to a wheelchair since partially paralyzed. Patient could not move around at night when in bed and woke up one morning completely drenched in urine. This has occurred while they use wheelchair too. Stated that the catheters appear defective right out of the box. Customer provided two catalog numbers were pcn-36101 with lot# jugn9178- and pcn-36301-provided through byram healthcare.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "wrong label put on package". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the male external catheter slips off because it was not adhesive enough. Stated that the catheter appeared thinner. Also stated that the customer received the order from byram 30 days ago, but the catheter had an expiration date of 12/20/2016.per follow up via phone on 26jul2022, it was reported that the situation has not been resolved. Patient confined to a wheelchair since partially paralyzed. Patient could not move around at night when in bed and woke up one morning completely drenched in urine. This has occurred while they use wheelchair too. Stated that the catheters appear defective right out of the box. Customer provided two catalog numbers were pcn-36101 with lot# jugn9178- and pcn-36301-provided through byram healthcare.